Manufacturer narrative:
It is unknown which cuff was used for the case so product will not be returned.

Event description:
It was reported the patient began to bleed after the cuff was re-inflated during a case. There was no clinically significant delay, no medical intervention, and no adverse consequences.